Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
It was reported that there was a revision of a stem, liner, and head due to stem loosening.

Manufacturer narrative:
The patient is 62 inches in height. Device history review indicates all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other events for the reported lot. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was received.

Event description:
It was reported that there was a revision of a stem, liner, and head due to stem loosening.